Manufacturer narrative:
Evaluation codes are pending engineering evaluation. Results will be provided in a follow-up MDR.

Event description:
It was reported that, "upon insertion of the avs pl cage, (B) (6) tapped end of inserter and back part of cage broke off. The inserter came out with the broken piece of cage still attached to the handle to the inserter. (B) (6) then put another avs spacer in disk space for additional support."